Event description:
The reporter requested replacement of her surestep meter after receiving the er1 message. She stated that she did not feel it was working properly. Attempts to contact the user for further info have been unsuccessful.